Event description:
It was reported that the lesion was in the superficial femoral artery that was heavily calcified. During inflation, the balloon appeared deformed due to the calcification. The inflation of the balloon was over 18 atmospheres, which resulted in a balloon rupture. There was no reported resistance during advancement or retraction of the device from the patient; however, during retraction of the catheter, the balloon was still deformed and was blocked with contrast media, which resulted in the catheter shaft separating in 2 pieces at approximately 2 cm proximal to the proximal marker during retraction of the catheter into the introducer. The distal shaft was still on the guide wire. The distal separated portion was able to be removed successfully by making a short opening at the artery, from which all parts were removed from the patient. The procedure was continued successfully by implantation of a stent at the target lesion. The patient is reported to be in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the products because they were not returned for evaluation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It may be possible that the balloon rupture is related to interaction with the lesion site which was reported as heavily calcified. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification, this can cause the balloon material to weaken and rupture during inflation. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. It was reported that the balloon was inflated to over 18 atmospheres which is above the device rbp. Although it could not be determined if the balloon ruptured as a result of inflating above the rbp or interaction with the heavily calcified lesion, it should be noted that the foxcross instructions for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the reported information, the reported separation of the shaft and balloon material appears due to interaction with the introducer sheath during retraction. It is possible that the balloon material, once ruptured, became caught on the distal end of the introducer resulting in the separation during removal. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.